Event description:
The device was used during a laparoscopic cholecystectomy procedure. Reportedly, the instrument was difficult to open and did not fire. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
4/7/1999- supplemental report #1 sent to FDA. Corrected data entered in d-9. Device eval indicated and codes entered in h3 and h6. Device not received for eval.